Manufacturer narrative:
A partial lead with the distal tip measuring 45.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion was noted at 7.5-10.cm from the distal tip. Internal insulation abrasion was noted at 7.6-9.5cm and 14.2-16.1cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during device change-out. Lead was explanted.